Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 41.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that capture threshold issue due to lead dislodgement was observed. The lead was explanted and replaced. The patient was stable post-procedure.